Event description:
It was reported that the c-arm on the 9900 system was hard to rotate. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The brake may have been on. The customer cancelled the svc call. A follow-up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint number.